Event description:
Additional information was received that rv lead damage was suspected but this was not confirmed. The rv lead vectors were changed to resolve this event, the lead remains implanted.

Event description:
During a remote follow up, decreased defibrillation impedance was noted on the right ventricular (rv) lead. The rv lead was replaced. The patient was stable.

Event description:
Additional information was received that the lead was replaced to resolve this event.